Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose and cal error/ calibration not accepted. The customer reported no adverse event. The event involved product(s) mmt-7040a. Customer is reporting a discrepancy between sg and bg which is not within range. Customer reports receiving a "calibration not accepted" alert. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Following our receipt of the ten returned used sensors. Performed visual inspection to one sensor at random. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low reading. Place sensor under microscope and found cracks on the reference and working electrode. In summary, the customer complaint of the unexpected sensor alarms was confirmed. Sensor failed per specifications due to low reading. Found cracks on the reference and working electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.